Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: carto 3 system, model # m-4800-01, s/n: (B)(4); smartablate generator, model # m-4900-07, s/n: (B)(4); smartablate pump, model # m-4900-08, s/n: (B)(4); soundstar catheter, model # m-5723-15, s/n unknown; pentaray catheter, model # d-1282-07-s, lot # 17180299l. Due to the august 2015 FDA maintenance where the 3500a codes were updated, the 3500a codes will be added until the biosense webster system is also updated. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a (B)(6) year old male patient underwent an ablation procedure under general anesthesia for left atrial flutter with a thermocool smarttouch bi-directional navigation catheter and suffered an acute myocardial infarction and death. After the ablation procedure, with the catheters still in place, the patient was cardioverted and became hypotensive. Vasopressors (dopamine, neosynephrine, levophed, and epinephrine) were administered, but were ineffective in normalizing blood pressure. ECG revealed st segment elevation. Interventional cardiologist performed an angiogram with intracoronary nitroglycerin, which had limited efficacy. Coronary arteries continued to spasm. Right ventricle was motionless. Intra-aortic balloon pump (iabp) was inserted. Patient arrested and suffered death. Activated clotting times were maintained between 300-350 seconds during the procedure. Patient received lasix. Medical history: previous atrial fibrillation ablation (2015), right atrial flutter ablation (spring 2015), and left anterior descending (lad) stent ((B)(6) 2015). Physician did not provide a causality opinion. There were no complaints of product malfunction.